Event description:
Patient experienced post-op condition and had a revision surgery to remove the calaxo screw. There is no additional information available at this time.

Manufacturer narrative:
Product recall initiated in 2007.